Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged light headed, eyes blurry and using pacemaker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged light headed, eyes blurry and using pacemaker. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. Observed black particle contamination on the bottom enclosure was consistent with degraded sound abatement foam. In secondary findings found unknown brown contamination at the air inlet of the blower box. Potential white hair/fiber contamination on the blower box lid. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Unknown liquid spots on the bottom of the blower motor and blower box, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error code. The manufacturer concludes that can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Also, was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, and h6 were updated.